Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
A healthcare professional reported ¿capsular fibrosis grade IV. Upon explant, there was ¿serious bleeding¿, and ¿implants' surfaces were sticky as by leaking out from silicone." Device has been explanted.